Event description:
All further attempts to the reporter for additional information have been unsuccessful to date. Product analysis was completed on the returned vns generator and lead. No anomalies were identified during the generator analysis, and the generator performed per specification. Review of the as-received generator data was analyzed via decoder spreadsheet analysis. The date of high impedance was first noted on (B)(6) 2011. Analysis of the lead portion returned did not reveal any anomalies, but the electrode array was not returned. The setscrew marks on the lead pin indicated the lead pin was fully inserted into the generator header cavity, ruling out a pin issue and making a lead fracture more likely.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance (10,000 ohms) with vns diagnostics testing. The patient also began to have increased seizures below his pre-vns baseline level starting in (B)(6) 2011. No patient trauma was reported, but the patient does have caretakers lifting him under his arms. The vns was disabled and the patient was sent for x-rays and a surgical consult. The patient later had vns lead and generator replacement surgery performed on (B)(6) 2012. The explanted vns lead and generator have been returned and are pending analysis. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.